Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery and an error code related to the blower was observed. There was no reported patient involvement. The manufacturer¿s service technician observed a ventilator service required error of err_perm_fail_int_li_ion and a ventilator inoperative error of err_dsp_motor_failure in the device's event log. The technician recommended replacing the device's internal battery to address the ventilator service required issue and the device's blower to address the ventilator inoperative issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.